Event description:
Edwards received notification from our affiliate in spain. As reported, this was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. The procedure was uneventful, but when the devices were removed it was observed that the distal tip of the esheath+ was torn. The patient did not experience any injury and was noted to be stable after the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation and the following was observed: liner expanded as designed. Distal tip opened but torn. All score lines visible at the tip. Hdpe material stretching at the radial and axial score lines. Due to the nature of the complaint no applicable dimensional or functional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint of sheath distal tip torn was confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra) and is being investigated in a CAPA. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angle - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. The available information suggests (patient factors - annular calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.